Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient was unable to establish telemetry between her ipg and charger. A new charging system was sent to the patient. However, the replacement charger and a replacement programmer were both unable to communicate with the ipg. The pt subsequently lost stimulation on (B)(6) 2011. The physician explanted and replaced the ipg on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.